Event description:
Plaintiff was employed as an lpn at multiple locations and wore and was exposed to latex gloves made by various MFR. Plaintiff alleges the following symptoms occurred: allergic rhinitis, shortness of breath, itchy and watery eyes and urticaria. Plaintiff alleges suffering from latex allergy.